Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation had breached environmental stress cracking. The proximal conductor had blood/body fluid (not obstructed). The middle insulation had cosmetic metal induced oxidation. The outer insulation had cosmetic environmental stress cracking and a cosmetic depression. (B)(4) the full lead was returned and analyzed. The defib conductor was fractured. The defib conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut, cosmetic depression, and was torn.

Event description:
It was reported that lead integrity alerts (lia) triggered for non-sustained ventricular tachycardias (nsvt) and short interval counts (sic.) Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that lead integrity alerts (lia) triggered for non-sustained ventricular tachycardias (nsvt) and short interval counts (sic.) Therefore the lead was removed and replaced with a new lead. The second right ventricular (rv) lead was returned to the manufacturer after being explanted as part of the revision on the first rv lead. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.